Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report a possible broken sensor wire patient experienced on (B)(6) 2015. Patient relayed to distributor that the sensor wire loosens during insertion. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).